Event description:
It was reported that the light source unit intermittently turned off and on during a procedure.

Manufacturer narrative:
Additional information will be provided once investigation is complete.